Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined. Products with multiple product ID was implanted including product ID: 1475501035 lot unknown; quantity (x1) product ID: 1475501040 lot unknown; quantity (x1) it is unknown which product fractured and thus contributed to the reported event.

Event description:
It was reported that on (B)(6) 2011 the patient presented for severe spondylosis and facet degeneration; durotomy is required (B)(6) 2011: the patient presented with chief complaint of back and right leg pain. He was diagnosed with l4-l5 spondylosis, hypertension and parkinson's disease. The patient underwent the following procedures: 1. L5 decompressive laminectomy and foraminotomy. 2. Posterior lumbar arthrodesis, l4-l5 using posterior lateral intertransverse technique. 3. Placement of pedicle screw instrumentation, l4-l5. 4. Repair of csf durotomy with suture and duraseal. 5. Demineralized bone matrix. 6. Local vertebral autograft. Per op notes: he underwent MRI of the lumbar spine which demonstrated degenerative disk disease at l4-l5.the skin was incised with a scalpel and a subperiosteal muscle dissection was performed exposing the spinous processes and lamina ofl4-l5. The lateral portions of the facet and the transverse processes of l4-l5 were also exposed. A self-retaining retractor was then inserted to provide retraction of the soft tissues and muscle. A fluoroscope was then used to take an intraoperative fluoroscopic image. Two allis clamps were placed over the spinous processes ofl4 and l5. This verified correct operative level. A laminectomy of l4 and l5 was then performed using a kerrison punch. This was done until the dura was well decompressed. During the laminectomy, an intraoperative durotomy occurred. A patty was placed over it for subsequent repair. A foraminotomy of l5 was performed on the right with kerrison punch. After this was complete, the durotomy was repaired by placing a nurolon stitch to close the dura and then patty placed over it. The arthrodesis was then begun. Pedicle screws were then inserted into the pedicles of l4 and l5 bilaterally using fluoroscopic guidance. These were then connected together with a cobalt chrome rod. The right l4-l5 foramen was then distracted using the provided distractor. The dural repair was then supplemented with duraseal and gelfoam. The wound was irrigated copiously with antibiotic irrigation and local vertebral auto graft and dbm was then placed into the lateral gutters laterally to provide an intertransverse fusion. There were no apparent complications. X-ray of the lumbar spine ap and lateral were taken. Conclusion: pedicle screws in place. Shortly after the surgery, the patient began to suffer from extreme back pain. In (B)(6) 2013, the patient again presented with severe back pain. In (B)(6) 2013, the patient was still suffering from extreme pain in his back. The patient underwent a computerized tomography (CT scan), which revealed that the screws had broken. The CT scan revealed "hardware failure on the right side," a "rod fracture," and "the endplates [on vertebrae] 4 and 5 [were] highly eburnated and asymmetric." The patient had the qualities of a pseudarthrosis (failed previous fusion) with fractured hardware. On (B)(6) 2013, the patient underwent spinal operation for removal of screws and perform a anterior lumbar interbody fusion. Post-op the patient alleged following injuries and damages: partial permanent impairment; past and future pain and suffering; past and future mental anguish; ; scars, disfigurement and other visible results of his injuries.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2011, (B)(6) 2013 the patient was presented for post operative follow up visit with arthrodesis status. On (B)(6) 2011 the patient underwent MRI of the lumbar spine. Impressions: interval placement pedicle screws at l4 and l5 since last examination; there is evidence of progressive in a bulging annulus at l3-4 with possible right foraminal compromise; left paracentral annular tear at l4-5 appears be new with bilateral foraminal narrowing secondary to broadly bulging disc. On (B)(6) 2011 the patient was presented for office visit with some occasional prickly type sensation to his right lower extremity again. Assessments: six weeks status post l4-5 fusion. On (B)(6) 2012 the patient was presented for office visit with complaints of right leg, right posterior upper leg and right posterior lower leg lower extremity pain, radiating to the right thigh, right knee and right lower leg. Assessments: chronic pain; lumbago; lumbar radiculopathy; post laminectomy syndrome. On (B)(6) 2012 the patient was presented for office visit with lumbar radiculopathy, and post laminectomy syndrome (lumbar). The patient also underwent transcatheter l5-s1 epidural corticosteroid injection. On (B)(6) 2012 the patient was presented for office visit with complaints of right leg, right posterior upper leg and right posterior lower leg lower extremity pain, radiating to the right thigh, right knee and right lower leg. Assessments: chronic pain; lumbago; lumbar radiculopathy; post laminectomy syndrome (B)(6) 2013 the patient was presented for office visit with lumbar radiculopathy, and post laminectomy syndrome (lumbar). The patient also underwent transcatheter l5-s1 epidural corticosteroid injection. On (B)(6) 2013 the patient was presented for office visit with complaints of right leg, right posterior upper leg and right posterior lower leg lower extremity pain, radiating to the right thigh, right knee and right lower leg. Assessments: chronic pain; lumbago; lumbar radiculopathy; post laminectomy syndrome (B)(6) 2013 the patient was presented for office visit. Impressions: failed back surgery syndrome, chronic intractable pain. On (B)(6) 2013 the patient underwent x rays of the chest. On (B)(6) 2013 the patient underwent stage 2 placement of dorsal column stimulator and electrode with fluoroscopy. Admission diagnosis: failed back surgery syndrome, chronic low back and right lower extremity pain. On (B)(6) 2013 the patient was presented for office visit. Impressions: successful stimulator trial for failed back surgery syndrome. On (B)(6) 2013 the patient underwent stage 2 implantation of pulse generator and octad lead with fluoroscopy. Diagnosis: failed back s yndrome, low back and lower extremity pain. On (B)(6) 2013 the patient was presented for office visit with status post stimulator implantation for failed back syndrome. Impressions: failed back surgery syndrome, stimulator implantation with adjustment requested. On (B)(6) 2013 the patient was presented for office visit with: history of l4-5 fusion; history of spinal cord stimulator placement. On (B)(6) 2013 the patient underwent CT scan of the lumbar spine. Impressions: post surgical changes at the l4-5 level with associated hardware. Posterior disc bulging and facet arthropathy resulting in moderate right and mild to moderate left neural formainal narrowing. Additional moderate central canal and moderate bilateral neural formainal narrowing at l3-4 level. On (B)(6) 2013 the patient underwent colonoscopy. On (B)(6) 2013 the patient was presented for office visit. Assessments: this is a pseudoarthrodesis. It has all the qualities of a pseu darthrodesis with fractured hardware, vacuum changes in the disc and improvement initially after surgery and then three to four months later return of the pain. On (B)(6) 2013 the patient was admitted for posterior hardware removal surgery. Patient complained of back and radiating pain down right side of his right leg. Patient also underwent l4-l5 anterior lumbar interbody fusion. No complications were reported. Preoperative diagnosis: pseudoarthrodesis l4-5 with non union of a l4-5 fusion; back pain. Procedures: anterior lumbar interbody fusion l4-5; use of synthetic machined spacer at l4-5; removal of posterior pedicle rods and screws through a separate incision. On (B)(6) 2013, (B)(6) 2014 the patient was presented for office visit with occasional numbness and tingling. Assessments: the patient has lumbar stenosis status post anterior lumbar interbody fusion. On (B)(6) 2014 the patient underwent CT scan of the lumbar spine. Impressions: slight ventral subluxation of l3 over l4 likely from facet slippage. Associated significant appearing foraminal and central canal stenosis at this level; prior fusion of the l4-5 disc space with considerable artifact. There has been a prior laminectomy; mild left foraminal narrowing but if doubtful significance l2-3.